Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration') in a female patient who had essure (batch no. C51065) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ localized pain") and genital haemorrhage ("abnormal/ heavy bleeding"). The patient was treated with surgery (salpingectomy and pending hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered device dislocation, genital haemorrhage and pelvic pain to be related to essure. Batch no c51065, production date 2014-04-16 , expiration date 2017-04-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration - left one appeared at the cornual region') in a 33-year-old female patient who had essure (batch no. C51065) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included bunion on (B)(6) 2015, asthma, chest infection, helicobacter pylori infection, multigravida, parity 4, panic attacks and anxiety. Concomitant products included oral contraceptive nos. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 1 month 11 days after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pain/ localized pain") and genital haemorrhage ("abnormal/ heavy bleeding"). The patient was treated with surgery (bilateral salpingectomy and pending hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered device dislocation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: essure insertion details (ostia 2x visualized; procedure straight-forward although the left device was inserted a little deeply; 5 coils on right and 1 coil on left). Elective laparoscopic bilateral salpingectomy for essure removal was converted to mini-laparotomy due to bleeding intra-operatively and haemostasis was then achieved. Good recovery post-operatively, analgesia prescribed. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2016: on examination she was very mildly tender in the left iliac fossa, otherwise her abdomen was soft with no masses palpable. On vaginal examination she has first degree uterine descent and a mild cystocele. The uterus is anteverted and normal in size and mobile with no cervical excitation. She was however tender over the left ovary which was palpable. There was no tenderness on the right. Pathology test - on an unknown date: histology and cytology: specimen: a fallopian tube, right transection b fallopian tube, left transection clinical details: sterilisation, pelvic pain. Macroscopy: two pots received. Specimen a. Pot labelled with patient details and "right tube". A segment of fallopian tube and fimbria in two parts measuring 75 mm in length and up to 15 mm in diameter. The smaller fragment has a wire throughout the lumen. A1. 4 in 1. Tissue remaining. Specimen b. Pot labelled with patient details and "left tube". A segment of fallopian tube with fimbria measuring 72 mm in length and up to 7 mm in diameter. Slicing reveals a wire present within the lumen. B1. 4 in 1. Tissue remaining. Microscopy: a&b. Bilateral fallopian tubes, completely transected. Conclusion: a. Right fallopian tube: complete surgical transection. B. Left fallopian tube: complete surgical transection.. Pregnancy test - on (B)(6) 2016: negative. Ultrasound scan vagina - on (B)(6) 2015: uterus anteverted and appears normal in size, shape and echopattern. Endometrium smooth/normal and regular measuring 5.3mm. Both ovaries reveal a characteristic polycystic pattern.; on (B)(6) 2016: devices were seen insitu. The left ovary was polycystic and bulky. There were no other cysts or masses seen and no free fluid. Batch no c51065 production date 2014-04-16 expiration date 2017-04-30. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device dislocation / pelvic pain / genital haemorrhage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical records - new reporters (physician and other health professionals ¿ case became medically confirmed), date of birth, medical history, concomitant medication (oral contraceptive), essure insertion details (ostia 2x visualized; procedure straight-forward although the left device was inserted a little deeply; 5 coils on right and 1 coil on left), imaging exams (transvaginal ultrasound), essure removal details (elective laparoscopic bilateral salpingectomy was converted to mini-laparotomy due to bleeding intra-operatively and haemostasis was then achieved), and pathology test. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("essure migration - left one appeared at the cornual region/device migration"), pelvic pain ("pain/ localized pain/pain, including chronic pain;") and uterine perforation ("perforation of the uterus or other organ;") in a 33 year-old female patient who had essure inserted (lot no. C51065). Additional non-serious events are detailed below. The patient had a medical history of bunion on (B)(6) 2015, menopausal, abdominal cramps (stabbing in nature and 9/10 in severity), fibromyalgia, kidney stones (passed small left renal stone. Colicky pain from it. Loin to pelvis & inguinal area), dysmenorrhea, anxiety, panic attacks, parity 4, multigravida, helicobacter pylori infection, chest infection and asthma. Discharge summary note: admission date-(B)(6) 2022 discharge date-(B)(6) 2022. The only concomitant product mentioned was oral contraceptive nos. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 41 days after essure insertion, she experienced device dislocation (seriousness criteria medically important and intervention required). On unknown date she experienced pelvic pain (seriousness criterion medically important), uterine perforation (seriousness criterion medically important), genital haemorrhage ("abnormal/ heavy bleeding"), bladder disorder ("bladder problem"), gastrointestinal disorder ("bowel problem"), dysuria ("urinary problems"), device intolerance ("inability to tolerate the device"), dyspareunia ("dyspareunia"), headache ("headaches") and abdominal distension ("bloating"). Essure was removed on (B)(6) 2016. The patient was treated with surgery (procedure-laparoscopic total abdominal hysterectomy and bilateral salpingo-oophorectomy). At the time of the report, the outcomes for device dislocation, pelvic pain and genital haemorrhage were unknown. The reporter considered abdominal distension, bladder disorder, device dislocation, device intolerance, dyspareunia, dysuria, gastrointestinal disorder, genital haemorrhage, headache, pelvic pain and uterine perforation to be related to essure administration. The reporter commented: essure insertion details (ostia 2x visualized; procedure straight-forward although the left device was inserted a little deeply; 5 coils on right and 1 coil on left). Elective laparoscopic bilateral salpingectomy for essure removal was converted to mini-laparotomy due to bleeding intra-operatively and haemostasis was then achieved. Good recovery post-operatively, analgesia prescribed. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2016: on examination she was very mildly tender in the left iliac fossa, otherwise her abdomen was soft with no masses palpable. On vaginal examination she has first degree uterine descent and a mild cystocele. The uterus is anteverted and normal in size and mobile with no cervical excitation. She was however tender over the left ovary which was palpable. There was no tenderness on the right [pathology test] on (B)(6) 2022: surgical pathology report: specimen-uterus, cervix, ovaries clinical datauterus, cervix, ovaries from tah and bo on (B)(6) additional information-menorrhagia macroscopic description: specimen received with both fallopian tubes not present from left and right. Histological diagnosis: uterus, cervix, ovaries-adenomyosis. No evidence of atypia or malignancy bilateral ovaries: cystically dilated follicles; (date unknown): histology and cytology: specimen: a fallopian tube, right transection b fallopian tube, left transection clinical details: sterilisation, pelvic pain. Macroscopy: two pots received. Specimen a. Pot labelled with patient details and "right tube". A segment of fallopian tube and fimbria in two parts measuring 75 mm in length and up to 15 mm in diameter. The smaller fragment has a wire throughout the lumen. A1. 4 in 1. Tissue remaining. Specimen b. Pot labelled with patient details and "left tube". A segment of fallopian tube with fimbria measuring 72 mm in length and up to 7 mm in diameter. Slicing reveals a wire present within the lumen. B1. 4 in 1. Tissue remaining. Microscopy: a&b. Bilateral fallopian tubes, completely transected. Conclusion: a. Right fallopian tube: complete surgical transection. B. Left fallopian tube: complete surgical transection. [Pregnancy test] on (B)(6) 2016: negative [ultrasound scan] on (B)(6) 2020: diagnosis: essure coils insitu. Result: essure coils were seen in both interstitial portions of the fallopian tubes. [Ultrasound scan vagina] on (B)(6) 2015: uterus anteverted and appears normal in size, shape and echopattern. Endometrium smooth/normal and regular measuring 5.3mm. Both ovaries reveal a characteristic polycystic pattern.; on (B)(6) 2016: devices were seen insitu. The left ovary was polycystic and bulky. There were no other cysts or masses seen and no free fluid batch no c51065. Production date 2014-04-16. Expiration date 2017-04-30. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device dislocation / pelvic pain / genital haemorrhage. Bladder disorder , gastrointestinal disorder , dysuria , device intolerance , dyspareunia , uterine perforation , headache , abdominal distension. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-jan-2024: medical record received. Reporters information added. Patient medical history and lab data added including pathology test.non drug treatment updated. New events bladder disorder , gastrointestinal disorder , dysuria , device intolerance , dyspareunia , uterine perforation , headache , abdominal distension added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration') in a female patient who had essure (batch no. C51065) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ localized pain") and genital haemorrhage ("abnormal/ heavy bleeding"). The patient was treated with surgery (salpingectomy and pending hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered device dislocation, genital haemorrhage and pelvic pain to be related to essure. Batch no c51065, production date 2014-04-16, expiration date 2017-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: reporter's information, essure removal date were added. New events added: abnormal/ heavy bleeding and essure migration. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.